Manufacturer narrative:
D1. Brand name corrected. D4. Serial corrected.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced a purge system open alarm. The connection between the purge filter and the pressure reservoir broke into two pieces when the patient was being moved. The impella was replaced with another pump to continue patient support. No patient harm was reported.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.